Manufacturer narrative:
The customer did not return the suspected products. The in-house contour next one meter was tested with the in-house contour next test strips from lot # 8bpeg15a, which gave satisfactory performance. Additionally, the device history record was reviewed for the suspected contour next one meter (serial # (B)(4)) and no manufacturing anomalies were found.

Manufacturer narrative:
In some countries outside the u.s, customer information is not provided due to privacy laws. The model # was not provided.

Event description:
The customer from (B)(6) obtained a blood glucose reading of 21 mmol/l on a contour next one meter. The customer was feeling tired and dizzy. The customer was admitted to the hospital. In the hospital, customer's blood glucose was tested and readings of 15 mmol/l and 16 mmol/l were obtained. These readings were lower than the readings obtained the customer's contour next one meter in the hospital, however, the customer did not provide the reading. The customer was in hospital for 9 hours. During the call, the customer was fine. No further event details were provided. The customer was advised to return the test strips for evaluation. A replacement meter was sent to the customer.